Event description:
The customer stated that their reservoir was missing 40 units of insulin. The customer stated that they do not see any leaks or adhesive problems. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).